Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that an alert was triggered as a result of low out-of-range pace impedance measurements exhibited by this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. It was noted that impedances had been trending downward over the previous several months until reaching below normal levels; there was no observed impact to therapy. It was reported that the patient was to be scheduled for further follow-up including x-ray. There were no adverse patient effects reported. This system remains in service.